Manufacturer narrative:
0n 03/01/2018, mentor received the device history record (DHR) of lot number 6474131 that was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 03/02/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of event was (B)(6) 2018 and not (B)(6) 2018 as was originally submitted. In addition, it was reported to mentor that the replacement device was saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 7505017. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile, 350cc, catalog number 3501655. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with saline mentor smooth round moderate profile, 350cc devices on (B)(6) 2011 noted a decrease in volume in the left breast (deflation). The patient underwent bilateral revision of implants with mentor replacement on (B)(6) 2018. There was no issue with the right-side device.

Manufacturer narrative:
On 05/21/18, it was reported to mentor that during procedure, it was noted that there was thickened capsule (approx 5 mm thick) and capsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/21/18, it was reported to mentor that the patient also experienced left breast capsular contracture. The catalog number 3501655, serial number (B)(4) and lot number 6474131 were confirmed per this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with saline mentor smooth round moderate profile, 350cc devices on (B)(6) 2011 noted a decrease in volume in the left breast (deflation). Capsular contracture was also indicated. The patient underwent bilateral revision of implants on (B)(6) 2018 with saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 7505017. During procedure, it was noted that there was thickened capsule ( approx 5 mm thick). There was no issue with the right-side device. The device was received at mentor without fluid. No foreign matter was observed within the device or on the shell surface. Upon initial inspection of the device, a rent measuring approximately 0.2 cm was found within a crease on the anterior aspect. No other anomalies were observed. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of capsular contracture in the right breast was reported. The device was reportedly damaged ¿surgeon cut to remove capsule¿ during explant surgery. The device was disposed of and not returned for examination. With the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).